Event description:
A malfunction alarm labeled as malf 9 was reported with no notable events preceding it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on blood glucose levels. Tandem technical support assisted the customer by providing information to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged.